Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing unwanted sensation and intense pain when charging. It was also reported that the ipg was inoperable and difficult to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.